Event description:
It was reported that the workstation on the 9900 system would not boot. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the ps1 power supply. The system was tested and found to be working as intended and placed back into service.